Event description:
I had lasik surgeon and I am suffering daily with pain and "stigging" of the eyes. I do not feel my surgeon fully informed me that more people suffer with dry eye disease from this lasik surgery. This is a living nightmare. I have to put drops in my eyes all day long and night time too. Please get this banned so no one else has to suffer this nightmare.